Manufacturer narrative:
(B)(4). Reporter country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the surgical tech opened sterile packaging and the implant had punctured the sterile packaging. A second implant was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114 ¿ device not returned. Product has been returned. Visual evaluation confirmed that the stem has protruded through both the sterile barriers and also the outer carton. There is some scuffing on the inner sterile pouch from device movement. The investigation remains the same as previous. No further actions are needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the provided photos confirmed that the stem has protruded through both the sterile barriers and also the outer carton. Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing. The product was likely conforming when it left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.